Manufacturer narrative:
(B)(4). The device was not returned to baxter and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that the customer is experiencing concurrent flow. The customer stated "at flow rates of 50 ml/hr and under" a secondary infusion "requires clamping of the main IV line." No patient injury was reported.